Event description:
Rptr indicated that the pt was having muscle spasms and pain with stimulation. Setting changes were made, and the pt's treating physician reported the pt's pain had resolved. Additionally, it was reported the pt was having seizures. It is unk if the pt's seizures are over their pre vns seizure rate, and it is unclear if the events are seizures. Reported that pt had been having pseudo seizures and the treating physician had not witnessed any of the pt seizures to know if actual seizure events or pseudo seizures. Their medications were titrated and the pt is not due to be seen again until later date in 2009. The pt, it was reported was scared to use their magnet to abort their seizures related to painful stimulation with magnet activations and this may have possibly contributed to the increase in pt seizure rate. Setting titrations were made to make the pt's magnetic activation tolerable for the pt.